Event description:
The customer reported to olympus the gastrointestinal videoscope exhibited air/water flow issues. The issue was found during inspection for use for a diagnostic, upper gastrointestinal examination. The procedure was completed with the same device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. It is unknown what the foreign material is. There was no delay in the start of precleaning. The air/ water nozzle was flushed with water and air. The air/ water nozzle was wiped/ brushed with lint-free clothes, bushes and sponges. The air/water nozzle was flushed with detergent solution.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the nozzle has foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, bending section cover or distal sheath (a-rubber) has a scratch, adhesive on the a-rubber has a chip, image guide (ig) protector has a cut, connecting tube has a dent, connecting tube has a scratch, connecting tube has discoloration, connecting tube has a wrinkle, sc cover unit has a scratch, fe lever has a scratch, fe knob has a scratch, up/ down (u/d) knob has a scratch, right/ left (r/l) knob has a scratch, scope cover has a scratch, suction connector (s-connector) has a scratch, universal cord has a scratch, grip has a scratch, control unit has a scratch, due to wear of angle wire, the play of u/d knob is out of the standard value, and the switch box has a scratch, . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the foreign material remained because the reprocessing deviated from the instruction manual. However, a conclusive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: inspection method is described in the operation manual chapter 3 preparation and inspection in the gif-1200n. Prevention method is described in the reprocessing manual in chapter 5 reprocessing the endoscope for gif-1200n. Olympus will continue to monitor field performance for this device.